Event description:
It was reported that the patient expired in 2008 during the surgery. It is unknown if patient's death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.